Event description:
It was reported that a trainer experienced difficulty pairing a dexcom g7 sensor with the ilet system, after which the pairing completed during the call without further assistance. No reported symptoms or adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included a review of device history and case details and provision of troubleshooting and education. Investigation of this case revealed that the device functioned as expected once pairing completed and no malfunction was confirmed. It was concluded that the event was a temporary connectivity or setup issue resolved through standard troubleshooting, with no patient harm and no device defect identified.